Manufacturer narrative:
Additional information is being requested from the field. If additional information is received this report will be updated.

Event description:
It was reported that the remote monitoring communicator of this patient with a pacemaker, displayed a red call doctor icon. At this time the device remains in service. No adverse patient effects were reported.